Event description:
Reportable malfunction: on 8/27/99, novo nordisk a/s received novopen 3 from germany with the following complaint: "pen is defective." There was no indication of an adverse event. Result and conclusion of MFR's investigation- on 9/7/99 novo nordisk a/s established that the collar on the piston rod nut was broken off. The device was tested for dosage accuracy at dose sizes of 2,5,10 and 20 iu (1 iu=10 mg). Conclusion- the fault "collar on piston rod nut broken off" was evaluated as a reportable malfunction.